Event description:
It was reported that post a stenting treatment procedure the patient experienced acute thrombosis. The physician implanted a 3.00x16mm promus element plus stent in the proximal left anterior descending artery. No complications were reported and the patient was prescribed plavix. An hour after the procedure, the patient experienced chest pain and returned to the cardiovascular cath lab. It was then noted that the implanted stent had thrombus. The physician performed angioplasty with an apex balloon catheter. The patient was prescribed effient. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).